Manufacturer narrative:
Additional product codes: kwq and nkg. Initial reporter is a synthes sales representative. Part 314.467, lot 40p5651: manufacturing site: (B)(4). Release to warehouse date: february 05, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. A product investigation was completed: upon visual inspection of the complaint device, the tip of the device was observed to be stripped, which could have caused the complaint condition. The received condition of the devices is consistent as an end-of-life indicator for the devices. No other issues were identified during the inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. After a visual inspection, it is determined that the reusable instruments are worn from repeated use and servicing. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while inspecting the instruments after going through the decontamination process it was noticed that one of the screwdriver power shafts was stripped. There was no patient involvement. This report is for a screwdriver power shaft. This is report 1 of 1 for (B)(4).